Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that difficulty was encountered during the fill cartridge process. The syringe needle was changed multiple times. Cartridge was successfully filled. There was no reported impact to blood glucose.